Manufacturer narrative:
The unit was not returned to alphatec for evaluation. Event history logs were reviewed. A competitor's dilator was used during the case which is likely not designed to facilitate any temg readings. Alphatec does not recommend use of non-alpahtec equipment in conjunction with our safeop system. If additional information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during surgery, the unit gave a "check probe" error message several times. Multiple attempts were made to resolve the error message. This resulted in a delay in surgery.